Event description:
Clinical study. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid rca with 99% stenosis and a 3.5 mm reference vessel diameter. Target lesion 1 was treated with placement of a 3.5 x 16 mm taxus stent. Residual stenosis was 0%. The pt was discharged the next day. The pt was readmitted 5 mos later with chest pain. EKG showed no acute st-t changes and no q-waves. Cardiac enzymes were within normal limits. Cardiac catheterization the next day revealed; lmca - 50% ostial tapering, 30% distal tapering, lad - diffuse, smooth luminal irregularities throughout, up to 40% lcx - 20% smooth luminal irregulatarities throughout, rca (target vessel) - 50% smooth proximal stenosis; 95% stenosis at proximal edge of previously placed taxus stent; 50-60% smooth stenosis of ostial rpda. Same day, a cypher stent was placed in the proximal to mid rca, overlapping the proximal edge of the previously placed taxus stent. Residual stenosis was 0%. The pt was discharged the next day.